Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that both alarms were played for the patient and the patient was sure that it was the non-critical alarm that they had been hearing. The cause of the patient hearing an alarm without an active alarm being found in the pump logs was not determined. It was noted that the physician didn¿t hear the pump alarm while the patient was in the office; they simply refilled the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown baclofen and an unknown drug. It was reported that, since implant, the pump had been doing a single tone alarm every hour on the hour. The patient was not due for a fill until (B)(6) 2025. The patient went to the doctor on (B)(6) 2025 and the doctor thought he had turned off the pump alarm but it was still going off. The doctor told the patient to call the manufacturer to get it fixed. Per the patient, the doctor told the patient that the pump was alarming due to the apple phone that the patient had. Patient services reviewed the manufacturer's role and redirected the patient to the doctor. During the call to patient services, the patient connected to the pump and stated that there were no alerts and the patient was able to bolus while on the call. Patient services reviewed single and dual tone alarms. When asked what medications were in the pump, the patient stated baclofen and "something like morphine", but could not recall. Additional information received from the rep on 2025-05-05 indicated that a printout showing a reservoir volume of "7-something" as of the previous week, suggesting that the pump was likely not at a low reservoir, despite the patient reporting that a refill was due on (B)(6) 2025. It was unclear why the pump would be alarming. A printout showed logs and there were no logs indicating that an alarm was occurring. Additional information received from the rep on 2025-05-06 indicated that the pump was filled on 2025-05-06. The patient reported that the pump was still alarming prior to the pump refill. There was still no indication in the programmer that the pump was alarming. The rep did an alarm test and the patient identified hearing the non-critical alarm. There was no active alert banner in the home tab. The pump had not alarmed since it was filled and updated on 2025-05-06. Technical services reviewed that if the pump continued to alarm that they recommended sending in tablet logs to try to determine the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who was now reporting potential critical alarm. The agent had the patient connect to the pump during the call and the patient saw no active alerts. The agent reviewed alarms with the patient and redirected the patient to the healthcare provider.